Manufacturer narrative:
(B)(4). Date of initial report : 05/25/2016. One used lf1723 was received for evaluation. Visual inspection confirmed that the cam pin was no longer in the device. The investigation identified the root cause of the reported event to be an incorrectly placed laser weld during manufacturing. The pin is welded on both sides of the jaws and the laser missed the seam holding the pin to the push rod on one side. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws did not close during a radical cystoprostatectomy. There was no patient injury. The device was returned for evaluation and it was found that the cam pin was missing at the jaw end. The customer noted that nothing fell into the patient cavity. Furthermore, an x-ray was taken to confirm that the pin was not in the patient's cavity.